Event description:
Customer reported to beckman coulter, inc. (Bec) that they were doing the weekly and the twice weekly maintenance on the unicel dxc 600 synchron clinical system. The analyzer displayed 20 cuvettes "failed water blank" error. Customer troubleshot the issue with bec customer technical specialist (cts) and discovered a broken cuvette and pieces of glass in at least one of the wash tower probes. The customer replaced all four wash tower probes. Bec cts assisted the customer to replace the wash tower probes. Customer reported that no erroneous results were generated. There was no report of adverse event or injury requiring medical intervention or patient treatment. To date, customer has not contacted bec regarding this cuvette failing water blank issue.

Manufacturer narrative:
(B)(4).